Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced same kind of bent cannula events with three infusion sets on (B)(6) 2024. Symptoms were noticed within three or more hours of inserting infusion set. The site of insertion was abdomen. Patient confirmed that site was rotated regularly. Blood glucose levels at the time of event were between 54-500mg/dl (3.0-27.7 mmol/l). Patient was treated by replacing infusion set and resuming insulin. It was reported that the patient did have dexterity issues or visual impairment issues. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-04249 - device 3 of 3. Patient country: (B)(6).